Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The lead segments that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up with elevated rv pacing lead impedance and capture threshold. At lead revision, lead fracture was observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.